Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician observed an extended helix on the lead during a lead implant procedure. The lead was implanted and the patient was stable post procedure.